Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by transferring the patient to the backup system. The customer reported to philips that the detector couldn't move up or down. The complaint did not include further details about the nature of the issue. No service action was performed by philips, as the customer did not request a philips evaluation. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the detector couldn't move up or down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.